Event description:
A device was returned to a third party service center for evaluation. There was no harm or serious injury reported. During evaluation of the device, the technician observed foam particles inside the device assembly. Dust/dirt was also observed inside the device. Error codes 84 and 85 (indicating an issue with the flow sensor and pca), error code 53 (indicating an issue with the pca), and error code 66 were found in the device log history. The device was scrapped at the customer's request.